Manufacturer narrative:
The exact colonovideoscope reportedly involved in this event was not identified, and therefore, no evaluation results are available at this time. The reporter indicated the perforation likely occurred when the snare was inadvertently allowed to contact the colon wall, and did not believe the issue was related to the colonovideoscope. The reporter also indicated that this was believed to be a case of user error. If additional info is received, this report will be supplemented. This MDR is being filed in an abundance of caution.

Event description:
Olympus was informed that during a diagnostic screening procedure, a flat polyp was observed in the pt's ascending colon. The physician attempted to remove the polyp with an unk model of snare and electrosurgical device. The pt was subsequently diagnosed with three perforations of the colon and received surgical intervention. The pt has been discharged and is recovering.